Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right capsular contracture baker grade iii and "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Creases/folding of implant: crease fold is observed on the device. Additional observations: white particles are observed. No further actions are required as the device was implanted. Visual analysis of the photographs identified: visual analysis of the photographs identified. Observed red encapsulation on the device. No observed creases on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right capsular contracture baker grade iii and "any creases". Device has been explanted and replaced.